Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they tried to turn the patient's ins into MRI mode, but the patient got "the data has been lost. Please contact your clinician." The agent explained the message and redirected them to their healthcare provider (hcp). Caller said patient told them they use their stimulator and can usually adjust settings. On 2025-07-02 additional information was received from a manufacturing representative (rep). They stated the patient "can't connect" to ins and their symptoms have returned. Caller speculated the ins may be at eos and inquired about MRI compatibility - the agent reviewed the use of eligibility form and head-only eligibility.